Event description:
It was reported that during a procedure with this delivery device, error 280 was being displayed. The procedure was completed with the same device. However, it was also stated that even though the treatments were performed, they were not effective, and the tube could not be removed from the patient. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B5: describe event or problem has been updated.

Event description:
It was reported that during a procedure with this delivery device, error 280 was being displayed. The procedure was completed with the same device. However, it was also stated that even though the treatments were performed, they were not effective, and the tube could not be removed from the patient. Transurethral resection of the prostate was performed to complete the procedure since the rezum therapy was not successful. There were no additional patient complications reported.